Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call experiencing fluctuating high and low blood glucose levels. The customer's blood glucose dropped as low as 57 mg/dl, which was treated with juice, and rose as high as 457 mg/dl, which was treated with a bolus of 4.4 units of insulin. The customer declined troubleshoot assistance for high/low blood glucose. She stated that the insulin pump had a blank display and that the batteries only lasted 2 days. She stated that when she inserted a new battery, the insulin pump would show full power, then the display went blank, the device alarmed low battery, and within 2 days, the battery would be dead. Her blood glucose was 400 mg/dl at the time of the low battery alarm. She observed corrosion at the battery compartment opening. Upon troubleshooting, the display returned. The customer was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the insulin pump. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The operating currents are normal. No damage found on the lcd isolation tape noted. No unexpected failed battery test or bad battery, battery out limit or low battery alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No damage on the battery cap contact or corrosion inside the battery compartment noted. The insulin pump has minor scratched lcd window.